Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx23mm implanted in the pulmonary position underwent a valve in valve procedure after an implant duration of approximately two (2) years and three (3) months due to calcification leading to stenosis. As reported,valve calcification was likely caused as a result of the radiotherapy treatment. The patient presented with shortness of breath. A 23mm transcatheter valve was successfully implanted within the pre existing edwards surgical device. As reported, patient was noted as to be discharged home and in optimal condition.

Manufacturer narrative:
H10 manufacturer narrative: an echo short movie was submitted for review. Per echo report , the submitted images do not allow reliable assessment of the appearance or function of the model 3300tfx23mm bioprosthesis implanted in the pulmonic position. Limited tte and tee images could be compatible with radiation valvulopathy, albeit in a potentially atypical pattern. Further, if radiation therapy was responsible for pulmonic valve thickening and stenosis, then it might be anticipated that the aortic valve left coronary leaflet, which is in close proximity to the pulmonic valve, might have been involved at least as much as the right coronary and noncoronary leaflets. However, it is possible that posterior mitral annular calcification is not related to radiation therapy, and it certainly is possible for there to have been variable effects of radiation therapy on specific locations of the aortic and the pulmonic valves. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. However, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including radiotherapy.